Event description:
It was reported that the accessory components (inner cannulae and obturator) for a size 6 cfn, cuffless fenestrated tracheostomy tube would not insert, seat and lock properly into the outer cannula. This was detected shortly after placement of the outer cannula. Conflicting info received regarding number of times and length of time the disposable device was in use. The source rptr also states that the pt "may be boiling the cannulas to clean." This practice is contraindicated on the device instructions for use (IFU). There was one (1) pt involved with no reported pt injury. One (1), size 6 cfn device was returned to the MFR on 01/08/99 for decontamination, analysis and investigation. The MFR's device eval results are recorded on section h of this report.